Event description:
It was reported that a minimum fill notification occurred while customer attempted to load cartridge, which resulted in blood glucose reading reported as high. There was no reported information regarding specific impact to the customer¿s blood glucose level beyond indication that value displayed as high. Customer gave correction injection with insulin pen or syringe and, after being instructed by technical support to clean pneumatic tap area and reload same cartridge, successfully loaded cartridge and resumed insulin delivery without needing assistance from another healthcare provider.